Event description:
On (B)(4) 2011 customer reported that the cartridge chemistry (cc) system sample probe, on the dxc 800 pro instrument, was dripping fluid onto the cover. Customer was unable to identify the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced a kinked deionized water line on the probe. Fse replaced the t-valve and a/b valve. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).